Manufacturer narrative:
Operator of device are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the device all intact. There was evidence of the error in the event history log. The customer reported problem was duplicated at power up. The investigation found the expulsor and valves not operating as intended. Also, the screw that secures the microprocessor unit board onto the housing had come loose and created a blockage between the motor and camshaft gears; the screw had not been screwed according to specified torque and had come loose over time. This was found to be the probable cause of the reported problem. For corrective action, blockage of gears was cleared, and preventative measures were performed. The root cause of the reported problem was traced to improper assembly during service. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2021 resulting in trimming the expulsor which would not contribute to this issue. The prior repair was on (B)(6) 2021 resulting in replacing keypad and battery compartment which would not contribute to this issue. Discuss issue with service and they indicated the likely cause was a stripped housing which allowed the screw to come free over time., corrected data: corrections: d4: catalog number: 21-2120-0104-01; d4: model number: 2120.